Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe) for the abdominal aortic aneurysm and right iliac aneurysm. The patient tolerated the procedure. On (B)(6) 2022, left leg pain was noted and echo examination was performed. The patient underwent reintervention and thrombectomy (fogarty) was removed. Blood flow from the left limb was not confirmed by angiography. On (B)(6) 2022, plain computed tomography image confirmed that the proximal end of the ibe protruded into the terminal aorta. The left limb was compressed and was about to occlude. A decrease of ankle brachial index (abi) from 1.34 to 0.94) was observed. Warfarin was taken. There were no particular symptoms such as leg pain, but it was determined to perform reintervention on (B)(6) 2022. On (B)(6) 2022, the patient underwent reintervention. An additional stent graft (vbx) was deployed in the left limb. The patient tolerated the procedure. The physician stated as follows: the 1st deployment of ceb was made not to cover the ta. However, it was possible that the ibe was implanted at the level of protruding into the ta, by pushing up of the ceb during the cannulation of the iia.